Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) was not used, as the battery voltage was lower than expected. Manual capacitor reformation did not improve the battery voltage.